Event description:
It was reported through a clinic note that a vns patient indicated he no longer perceived stimulation as he perceived "weakening" of stimulation during stimulation cycles. The treating neurologist indicated that after interrogating the patient's device, he found the battery to be near end of service. Furthermore, the treating neurologist indicated that he will refer the patient for replacement surgery to see if this makes any improvements on the patient's seizure frequency. Additional information from the surgeon's office revealed that the generator was replaced along with the lead as a lead discontinuity was found during the replacement of the generator. The patient was re-implanted with a new vns system and no patient trauma or manipulation was reported that could have contributed to the reported event. Good faith attempts to obtain additional information have been unsuccessful to date.